Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd¿ syringe with bd luer-lok¿ tip before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: no related issues or defects were found in DHR. No related quality notifications were issued for this batch. A sample was received in the (B)(4) plant for evaluation. The sample had silicone on it therefore failure mode was verified; however it was minimal and still in the acceptable range. Silicone testing for batch 7180616: silicone weight spec: .0055 - .0120 grams. Middle of batch silicone test: .095, .095, .0101 .097, .099, .0100. End of batch silicone test: .095, .096, .099, .0103, .0101, .0102. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Investigation conclusion: the sample had silicone on it therefore failure mode was verified; however it was minimal and still in the acceptable range.